Event description:
It was reported that, "hospital owned locking screw implanted in a patient. It was discovered later the expiration date had already passed. Hospital is wondering if there is risk to patient."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.